Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at service center and evaluated. The reported complaint of the blurry image was confirmed. It was found during evaluation that the distal tip was damaged, it was bent and burnt. The optics were foggy and damaged. Replaced objective and objective window and internal cleaning was performed. Also the distal fibers were polished. The device was performing according to specification. However, given the information provided we cannot discern a definitive root cause for the identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/04/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the health care professional via email that arthroscope 4/140_30_qik/strkr hub was checked prior to the start of the procedure and found to be very blurry. There was no patient involved hence there was no delay in case.